Manufacturer narrative:
As of 07/22/2016 aso has not received response from the consumer. However, aso evaluated retained samples of the same lot number on 06/29/2016 in addition to reviewing records for biocompatibility testing and latex screening on adhesives. While every attempt is made to develop a product that meets all users' needs, there is always a possibility that some consumers may be sensitive to certain adhesives, materials, foods and medicines that can potentially cause irritation to the skin. Aso will follow-up on this report if we obtain further information from the consumer. On 7/25/2016-samples returned by the customer were received and submitted to the lab for adhesion testing. The results of the evaluation are acceptable with no defects found.

Event description:
Consumer reported that she got a rash while using the device. She sought medical attention.

Manufacturer narrative:
As of 07/22/2016 aso has not received response from the consumer. However, aso evaluated retained samples of the same lot number on 06/29/2016 in addition to reviewing records for biocompatibility testing and latex screening on adhesives. While every attempt is made to develop a product that meets all users' needs, there is always a possibility that some consumers may be sensitive to certain adhesives, materials, foods and medicines that can potentially cause irritation to the skin. Aso will follow-up on this report if we obtain further information from the consumer.

Event description:
Consumer reported that she got a rash while using the device. She sought medical attention.